Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had the device removed in 2014. There were no reports of device-related issues from the patient prior to the incident. Nevro attempted to obtain additional information regarding the nature of the device removal but was unsuccessful. There have been no reports of further complications regarding this event.